Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. This incident occurred in (B)(6) hospital. This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for evaluation. Analysis of the unit confirmed the issue. A crack was found in the housing of the flow sensor cable connection. This damage may have occurred when the circuit board was installed. Sorin group (B)(4) stated that this is an isolated incident. No further action is deemed necessary.

Event description:
Sorin group (B)(4) received a report that the units didn't work well and that the flow display was blank. There was no report of pt involvement.